Manufacturer narrative:
Concomitant medical products: baxter 1000 ml bag of 0.9% nacl injection ndc 0338-0049-04, lot y209296, exp feb 2018; baxter 100 ml bag of methylprednisolone sodium succinate ndc 0338-0049-38, lot p351734, exp jan 2018; baxter 50 ml bag of bumetanide, therapy date 09/26/2016 additional information provided: concomitant medical products. Additional medwatch provided.

Event description:
Received a copy of the customer medwatch from the FDA which states:"pt to receive 50 ml dose of burnex at 4 ml / hour o ER 12.5 hour. The dose was hung at 0330 on a laris pump module hn14564102 connected to pcu serial#(B)(4). Rn beginning the infusion noted "epic was not responding to the pump." At 0930 the day shift rn discovered the medication had infused in 6 hours. The pump was removed with tubing intact and sent to the institution's alaris team and biomedical engineering for analysis. The a laris team pulled the cqi data from the devices involved and determined that the pump had been programmed correctly. Biomedical engineering went through the device logs, ran tests and preventative maintenance. The engineer concurred that the pump was set up and programmed correctly. The flow rate was stated to be 2012 high which was noted to be within standard for (B)(4). Nothing stood out in the device logs. Neither the alaris team, nor biomedical engineering could determine e why the pump infused the medication in 6 hours rather than at the programmed 4 ml/hour rate. Clinical management reviewed the pump set up for clinical accuracy. Concomitant medical pcu model #8015, sn #(B)(4).

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that bumex 50 ml was hung at 0330 as a primary infusion intended to run at 4 ml/hr. For 12 hrs. After 6 hrs. The nurse noted that the bag was completely emptied. There was no report of patient harm.

Manufacturer narrative:
The customer report that bumex infused faster than expected was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Review of the pcu event logs confirmed that the pump module was programmed as reported by the customer for an infusion of bumex 12.5mg/50ml, with a rate of 4ml/hr and a vtbi of 50ml. The remote IV order was received at 3:29 am and again at 3:33am; the infusion was started at 3:34 am. The device was powered off at 9:05 am. Rate accuracy testing was performed and found the device to be within specification. Functional and pressure testing resulted in no leaking of the primary set. The root cause of the customer¿s report was not identified.